Manufacturer narrative:
Additional information: a2, a4, b5, e1 (prefix, first and last name, phone number), e2, e3, g3, h3, h6 (codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, because the patient with stage v chronic kidney disease, dizziness, and hypertension required long-term access for hemodialysis, the doctor was placing a catheter in the patient; however, during the catheterization and puncture of the patient, the doctor found that the guide wire was bent and could not continue the puncture. They immediately used the guide wire in the new disposable central venous catheter kit as a measure taken on the same day, and the puncture was successful. They used instead the catheter in the new disposable central venous catheter kit to resolve the issue and the procedure was completed. After the puncture was successful, the chest x-ray showed that the catheter shaft (which was not from the first kit) was slightly kinked and was creased. The chest x-ray done was a part of routine. The result of the adverse event was that it increased the cost of department consumables, affected the quality of patient¿s dialysis, and affected patient's trust in the company. The guide wire did not break into pieces. No other defects/damages found on the product. No excessive force applied on the product. No other products being utilized with the device. Nothing unusual observed on the device prior to use. Flushing was done and the result was normal. The guide wire was not stuck. The insertion site was treated with iodophor prior to product placement. No cleaning agent used on the device. The guide wire was not frayed, coiled, unraveled. There was no leak. The guide wire used the one included in the kit. The dimension(s) of the catheter and guide wire matched what was indicated on the label. There was no dimension issue noted. The patient treated under local anesthesia. There was no blood loss and blood transfusion was not required. The patient had no vessel damage due to the event. No medical intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there is a slight irregularity in the curved area of the catheter shaft. It was reported that the catheter has kinked and there was guide wire issue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, because the patient with stage v chronic kidney disease, dizziness, and hypertension required long-term access for hemodialysis, the doctor was placing a catheter in the patient; however, during the catheterization and puncture of the patient, the doctor found that the guide wire was bent and could not continue the puncture. They immediately used the guide wire in the new disposable central venous catheter kit as a measure taken on the same day, and the puncture was successful. They used instead the catheter in the new disposable central venous catheter kit to resolve the issue and the procedure was completed. After the puncture was successful, the chest x-ray showed that the catheter shaft was slightly kinked and was creased. The bent guide wire and kinked catheter were observed on the same event. The chest x-ray done was a part of routine. The result of the adverse event was that it increased the cost of department consumables, affected the quality of patient¿s dialysis, and affected patient's trust in the company. The reported guide wire and catheter were all in the first kit. The guide wire did not break into pieces. No other defects/damages found on the product. No excessive force applied on the product. No other products being utilized with the device. Nothing unusual observed on the device prior to use. Flushing was done and the result was normal. The guide wire was not stuck. The insertion site was treated with iodophor prior to product placement. No cleaning agent used on the device. The guide wire was not frayed, coiled, unraveled. There was no leak. The dimension(s) of the catheter and guide wire matched what was indicated on the label. There was no dimension issue noted. The patient treated under local anesthesia. There was no blood loss and blood transfusion was not required. The patient had no vessel damage due to the event. No medical intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, because the patient with stage v chronic kidney disease, dizziness, and hypertension required long-term access for hemodialysis, the doctor was placing a catheter in the patient; however, during the catheterization and puncture of the patient, the doctor found that the guide wire was bent and could not continue the puncture. They immediately used the guide wire in the new disposable central venous catheter kit as a measure taken on the same day, and the puncture was successful. They used instead the catheter in the new disposable central venous catheter kit to resolve the issue and the procedure was completed. After the puncture was successful, the chest x-ray showed that the catheter shaft was slightly kinked and was creased. The chest x-ray done was a part of routine. The result of the adverse event was that it increased the cost of department consumables, affected the quality of patient¿s dialysis, and affected patient's trust in the company. The reported guide wire and catheter were all in the first kit. The guide wire did not break into pieces. No other defects/damages found on the product. No excessive force applied on the product. No other products being utilized with the device. Nothing unusual observed on the device prior to use. Flushing was done and the result was normal. The guide wire was not stuck. The insertion site was treated with iodophor prior to product placement. No cleaning agent used on the device. The guide wire was not frayed, coiled, unraveled. There was no leak. The guide wire used the one included in the kit. The dimension(s) of the catheter and guide wire matched what was indicated on the label. There was no dimension issue noted. The patient treated under local anesthesia. There was no blood loss and blood transfusion was not required. The patient had no vessel damage due to the event. No medical intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, because the patient with stage v chronic kidney disease, dizziness, and hypertension required long-term access for hemodialysis, the doctor was placing a catheter in the patient; however, during the catheterization and puncture of the patient, the doctor found that the guide wire was bent and could not continue the puncture. They immediately used the guide wire in the new disposable central venous catheter kit as a measure taken on the same day, and the puncture was successful. After the puncture was successful, the chest x-ray showed that the catheter was creased. It affected dialysis quality. The result of the adverse event was that it increased the cost of department consumables, affected the quality of patient¿s dialysis, and affected patient's trust in the company. There was no reported patient outcome.